Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 03.037.010, lot number: 27p3636, manufacturing site: haegendorf, release to warehouse date: february 18, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the connecscr f/insertion handle (p/n: 03.037.010, lot #: 27p3636) was returned and received for analysis. No defects were observed with the returned device. Device failure/defect identified? No. Functional test: functional test cannot be performed since the mating device was not received. Dimensional inspection: the diameter of the rolled thread was measured to be within the specification. Can the complaint condition be replicated? No, the complaint condition cannot be replicated. Complaint confirmed: no, the complaint cannot be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (connecscr f/insertion handle) is not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Part: 03.037.010, lot: 27p3636, manufacturing site: (B)(4), release to warehouse date: february 18, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: the complaint device (cannulated connecting screw) was not received for investigation. A photo investigation was performed based on the received file. The images were reviewed, and the complaint condition is not confirmed. Without the physical product, the reported condition of unable to assemble cannot be confirmed. In the photograph, no visual damage is seen. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the connection screw was very difficult to remove from the implant. There was concern that the threads could be damaged. The surgeon was able to disconnect the screw but with difficulty. Procedure was completed successfully with no delay. There was no patient consequence. This report is for a cannulated connecting screw. This is report 1 of 2 for (B)(4).